Manufacturer narrative:
The device remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with hemolysis. An echo was performed and revealed an ef (ejection fraction) of 55-60%. The pt had 3 cerebral vascular accidents (cva's) and an abnormal pap test last fall, which the surgeons felt may have led to her coagulopathy. It was also reported that the pt intermittently occluded her inflow cannula, but it was not clear if this was positional. Two weeks later the pt was taken to the operating room and the bend relief was disengaged, and the outflow graft was tied of near the pump end. The surgeon was unable to re-engage the bend relief so he tied the outflow graft was tied off near the pump end. The surgeon was unable to re-engage the bend relief so he tied the outflow graft distal to the bend relief. The aortic calve was opening with each beat. The pump was then turned off. The driveline was then cut at the pump end and an approximate 3 inch piece of the buried driveline was cut and removed. The surgeon proceeded to sew off the tunneled area where the driveling had been, from the side. The remainder of the lvad, inflow cannula and outflow graft were left in the rest of the driveline was removed externally and the wound was sewn over. A decision was made by the surgeon not to explant the device as he felt with the pt's history of coagulopathy and cva's that it would be too risky to do so. The pt remains ongoing.